Event description:
Additional information was received from the patient (pt). They reported that there was a change in device programming. To resolve the stimulation turning on and off randomly issue, they turned off the stimulator. Pt reported they went to see their hcp and the manufacturer representative (rep) and the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Mdt rep called in with the patient present in the clinic. Rep states the issue is continuing to happen where group a intensity decreases to 0 about 4-5 hours after setting it higher. Rep states the patient can turn up the therapy, but once the handset goes to sleep, it decreases to 0 and the pain comes back. Rep states it is happening on its own and group b and c are staying programmed. Rep states they plan to program the patient on groups b and c. Ts sent email to rep and provided instructions for generating reports, as well as the scs principal. Agent reopened and reassigned case to send email to representatives for visibility. Patient called back and their stimulation was still going to 0s. Patient was getting severe pain and they saw their representative for reprogramming but issue didn't resolve. Patient was told by their representative to call patient services for a replacement controller. Agent reviewed information. Patient couldn't even function, patient was nauseated, and frustrated. Agent redirected patient to their hcp to page other representatives. Agent closed case. Sent email to caller pointing out multiple 0ma values assigned to as positions. Specifically, pt has both mobile and reclining time showing in session report but the assigned intensity for these positions is 0ma. Also mentioned that some of pt's lying positions are also set to 0ma (though pt does have lying back intensities programmed >0 ma). Tss suggested having pt increase their stim while in these positions so they can assign an intensity to those positions if that's what pt needs therapeutically. Mdt rep called to discuss issue. Technical services (ts) reviewed it looks like it might be an as setup issue. Rep said they may have pt turn as off for a short period to confirm no unexpected amplitude changes with as off.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient with an implantable neurostimulator experienced several issues with the device. The patient reported that the stimulation was turning on and off randomly, causing pain approximately four to five times a day. Additionally, the stimulation intensity settings were turning down to zero. The patient expressed feeling miserable due to these issues. The implantable neurostimulator had group a values at zero for the past couple of weeks. The patient confirmed that the intensity settings were checked on the controller, and the stimulation would eventually turn back on after 15-20 minutes. The patient was able to manually adjust the stimulation back up, but this was becoming increasingly problematic. The patient was advised to meet with a healthcare provider to address the issue further. During a follow-up visit, the values for group a were reassigned, and it was confirmed that the values were still present after closing and reopening the tablet. The patient was educated on the issue and advised to contact support when meeting with the healthcare provider.